Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted. The site has been asked to provide additional details of the incident. It is currently unk if there was an end tone at the completion of the sealing cycle or if a regrasp alert was heard. The site was also asked what size and type of vessels the surgeon was attempting to seal. The site has not responded to our request for info yet.

Event description:
The report stated only that the device did not coagulate properly.